Event description:
It was reported that the right ventricular (rv) lead had occasional t-wave oversensing (twos). Programming changes were discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator (ICD), (B)(6) 2008; 4193-78 implantable pacing lead, (B)(6) 2004; 4524-53 implantable pacing lead, (B)(6) 1995. (B)(4).